Manufacturer narrative:
Unit unable to prime during the prime/delivery test and compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that piston did not recognize reservoir. Customer states drive support cap was protruded. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.